Manufacturer narrative:
(B)(4). Batch #: u5a774. Additional information was requested, and the following was obtained: could you please provide more details for "the stapled length became shorter at the 1st firing" the staple line on the tissue became shorter than normal line, because the target tissue was pushed forward. Did the reload begin to staple and cut, but then jammed? The cartridge could not be loaded properly. Did the device staple? Yes. If the device stapled, was the staple line complete? No, the staple line became shorter. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? No further information is availabe. Did the device cut? No further information is availabe. If the device cut, was the cut line complete? Were the cut line and staple lines equal? No further information is availabe. Was the device fired across a staple line? No further information is availabe. If the device cut and stapled, were there any staples missing from the staple line? No further information is availabe. Device analysis: the analysis found that one ntlc75 device was returned with the anvil shroud partially detached and with a reload loaded on the device. The reload was received fully fired and with the swing tab was noted to be lock. Also, it was noted that the "doghouse" component of the cartridge was damaged. In addition, the reloads (b) was received fully fired. The reload (c ) was received unfired and the swing tab was noted to be broken. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. A probable cause for the damaged to the anvil shroud is consistent with excess of tissue applied to the distal end of the device. A probable cause for the damage to the doghouse component and swing tab indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure, the target tissue was pushed forward, and the stapled length became shorter at the 1st firing. The cartridge was replaced but could not be loaded into the jaw properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.